Event description:
Depression patient was hospitalized due to suicidal ideation. Treating physician indicated that the event was not related to vns implant surgery or to stimulation as the patient was a nonresponder. Mood disorder is being treated with the following medications: pipamperone(120mg.day), paroxetine(60mg/day), levomepromazine(prn).